Manufacturer narrative:
Reported event of probe failed to transmit current. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a esophagogastroduodenoscopy procedure in the patient's stomach performed on (B)(6) 2015. According to the complainant, during the procedure, the injection gold probe device failed to transmit current. The procedure was completed with another injection gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.